Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). The lesion was predilated with a 2.0x15mm maverick balloon and then the 3.00x20mm promus element stent was advanced to the lad but was unable to cross the lesion. The lesion was redilated and another of the same device was successfully implanted to complete the procedure. No patient complications were reported with the patient's status listed as stable. However, returned product analysis revealed stent damage. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. One row in middle of the stent has 1 strut raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).